Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd alaris secondary set was malfunctioning the following information was received by the initial reporter with the following verbatim: ivf from primary bag back-flowed into the secondary antibiotic bag.

Manufacturer narrative:
The sample was returned under pr (B)(4), and the investigation on the sample did not find any issues. Investigation is as follows: no primary set was returned for investigation. One secondary set model 72213n, lot 24023014 was returned for investigation. The set was examined for defects and abnormalities. No defects or abnormalities were observed. The set was primed with blue dye water and attached to a bd primary set. No back flow was observed. Because no primary set was returned no further investigation can be conducted. The customer complaint was unable to be replicated. The root cause could not be determined because the issue could not be replicated. Device history record review for model 72213n lot number 24023014 was performed. The search showed that a total of (B)(6) units in 1 lot number was built on 01feb2024. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends. Your assistance in this matter has been helpful in trend identification and supporting our commitment to continuous quality improvement.

Event description:
No additional information was provided.